Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while detaching the interlobular fissure on a thoracoscopic partial right lung resection, the surgeon was able to press the green button but could not squeeze the handle. Therefore, the device was not able to fire. The surgeon replaced the reload to resolve the issue. There was no patient injury.